Event description:
Even when hung above main IV fluid solution bag, fluid is still drawn from primary bag, not IV piggyback. Others have had same problem but not with every set. Set was used with another co's IV set. Also, cassettes keep popping out of the prongs when trying to prime pump and the pt occlusion alarm kept beeping. This occurred with 5 different sets, all from the same lot.